Event description:
The customer states, that the power went down and the celldyn analyzer generated an alarm sound. The night shift observed smoke coming from the data station from the celldyn sapphire analyzer. The customer turned the power off and requested service. No injury or impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.